Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 11:55 am followed by an unacknowledged replace cartridge alarm for 9 hours, and then the pump was manually suspended for 10 days. On (B)(6) 2016 at 8:19 pm, a low battery warning was unconfirmed for 15 hours leading to a replace battery alarm occurring on (B)(6) 2016 at 11:37 am. The total daily doses of insulin added up correctly and equaled the programmed basal rate target. The prime steps were performed correctly with no alarms or warnings duplicated. The pump was exercised for 24 hours with no issues duplicated.